Event description:
A peritoneal dialysis patient's contact reported that dialysis solution leaked out of the hard plastic that screws the catheter on. Patient's contact stated that he noticed a crack on the hard plastic while cleaning up the cassette. Patient had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.